Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further suspected that the right atrial (ra) lead caused pericardial effusion. Fluid was drained. The lead remains in use. No further patient complications have been reported as a result of this event.